Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the device displayed error code b30 and the a-rubber (bending section cover) was missing. Additionally, there was a data error on the exera ID chip, the a-rubber was leaking, the a-rubber clue was chipped and lifting, the insertion tube had multiple heavy dents, and the label needed to be replaced; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely physical stress was applied to insertion section during user handling and dent occurred. It caused abnormality in image sensor unit and error message b30 was displayed. It is likely physical stress was applied to insertion section during user handling and a-rubber (bending section cover) came to be missing. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was displaying a b30 scope communication error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.